Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the reason for return, and it was attributed to a faulty power supply. It was additionally noted that there was no paper in the printer tray, the power supply was replaced, paper added, the touch screen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety test as well as all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not start when it was powered on. Different power outlets were tried as well as another power cable, but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.